Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 553 mg/dl. Customer experienced diabetic ketoacidosis and was in the hospital for a day. Customer declined to troubleshoot for high blood glucose because the cannula was bent. Customer was wearing the insulin pump when admitted into the hospital.